Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: item # unknown, unknown head, lot # unknown. Item # unknown, unknown stem, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial total hip arthroplasty performed. Subsequently, approximately 13 years and 10 months post implantation the patient was revised due to pain and limping. No further information has been provided at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision post implantation due to unexpected worsening of health condition. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A report from the ministry of health pertaining to the revision surgery was provided and reviewed by a healthcare professional with the following findings: the patient reported pain and limping but showed no clinical issues linked to elevated chromium or cobalt levels. The explanted zimmer products were discarded without storage or photographic documentation, as the necessity for such procedures was not known at the time of surgery. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.